Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. A field service engineer (fse) visited the site and analyzed the system log files, which showed no communication with the frontal flat detector. The detector and fdcsib were replaced, but the issue persisted, and the ¿x-ray not possible¿ error continued to appear. Further investigation of log files led the fse to replace the fiber optic cable between the flat detector and the main cabinet, as well as the power distribution unit. Additional review of the system logs revealed an error related to the connection between the flat detector and fd controller, specifically an aurora link error. The defective detector and fan tray were returned to philips for further analysis; however, the supplier¿s evaluation could not determine the cause of the parts failure following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system¿s frontal plane was unavailable during a percutaneous transhepatic cholangiogram (ptc) procedure. The procedure was completed on a different system. No harm was reported to philips. Philips has started an investigation of this complaint.